Event description:
It was reported while using bd alaris¿ secondary set there was component separation. There was no report of patient impact. The following information was provided by the initial reporter: material #:11448964; batch #:22113086. It was reported by the customer that the tubing snapped and completely broke from bottom of drip chamber. Customer: mat# al11448964, lot# (10) 22113086, details of complaint (reported issue): concern description: spiked IV med using the secondary line tubing and the tubing snapped and completely broke from bottom of drip chamber.

Manufacturer narrative:
Investigation summary no photo or sample was received for the customer's complaint of separation leak. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. A device history record review for model 11448964 lot number 22113086 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 11nov2022. There were no quality notifications issued for the failure mode reported by the customer during the build of this set.